Event description:
It was reported that the insulin pump was squirting out insulin during the manual prime. Advised the mother that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. No other alarms were noted.